Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
In (B)(6) 2000 a greenfield vena cava filter was implanted into the patient. The patient has recently experienced foot pain and enlargement of calves.